Event description:
Customer reported issues with charging their mobi device, which persisted even after receiving a replacement device and charging pad. There was no adverse impact to the customer's blood glucose level. Customer and technical support engaged in troubleshooting over the phone, but the issue remained unresolved. Technical support planned to provide additional assistance to determine which mobi pump needed to be returned.